Event description:
Anastomotic leak: the pt is a 36 year old male with a history of crohn's disease diagnosed approximately two years ago, who presents with abdominal pain. A recent colonoscopy revealed severe terminal ileum polyposis in this area and severe cecal and right colon disease. An upper gi with small bowel through revealed a fistula between the ileum and sigmoid. On october 15, 1999 the pt underwent an ileocolic resection with primary ileocolic anastomosis, disconnection of an ileosigmoid fistula with sigmoid resection and colorectal anastomosis. At this time four and one-half sheets of seprafilm were placed at the following sites: one-half sheet along the right retroperitoneum (where the ileal colic region had been dissected out); one sheet was placed down in the pelvis overlying the colorectal anastomosis; one sheet beneath the omentum; one sheet on top of the omentum in the upper part of the abdomen; and another one-half sheet below the midline wound. Both of the anastomoses, as well as the areas that were dissected, had been covered with the film. The pt had an uncomplicated course and was discharged within one week of the surgical procedure. On october 27, 1999 (post-op day 13), the pt developed an acute abdominal pain with nausea and vomiting. An abdominal x-ray was found to have free air. The pt was taken to surgery on october 28, 1999 where he was found to have a leak at his ileocolic anastomosis. The area was resected and an end ileostomy was constructed. The pt reportedly recovered and was discharged on november 3, 1999. The physician stated the event was possibly related to seprafilm. (Serious, possibly related, not expected).